Manufacturer narrative:
(B)(4) the MDR report key is 11805457. The MDR text key is 250185978. The report number is mw5101263. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "PICC with micro holes in extension. Required replacement. FDA safety report ID # (B)(4)."

Manufacturer narrative:
(B)(4). The report number is mw5101263.

Event description:
Complaint found in maude database: "PICC with micro holes in extension. Required replacement. FDA safety report ID # (B)(4)."